Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the procedure was routine. Pipeline got stuck and wouldn't open. It didn't open in the proximal section.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline vantage failed to open and was damaged. The patient was undergoing treatment for an unruptured aneurysm located in the left internal carotid artery. The max diameter was 6mm, and the neck diameter was 4mm. The landing zone was 2mm distal and 2mm proximal. The patient's vessel tortuosity was normal. Dual antiplatelet treatment was not administered. It was reported that blockage and deformation of the stent prevented its opening. The pipeline was not positioned in a bend and more than 50% had been deployed when it failed to open. The pipeline had been resheathed more than 2 times. No additional steps were taken to open the device. A stent from a different manufacturer was used to complete the procedure. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a phenom 27 microcatheter and navien guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information recieved reported the problem occurred when trying to start it, so it was at the end of the catheter. The customer described that pipeline was deformed.

Manufacturer narrative:
Product analysis #706957415:¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the pipeline vantage and xt-27 catheter were returned inside the inner pouch, bio-hazard bag, and shipping box. The xt-27 catheter appeared compatible with the pipeline vantage as it has an inner diameter (ID) of 0.027". ¿ damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal end was opened and frayed. The proximal end of the braid was not opened due to the damaged braid. No defects were found with the tip coil, distal marker, re-sheathing marker, advanced resheathing mechanism, or proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 4.0cm to 13.5cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer complaint was confirmed that the braid's proximal end was not opened due to a damaged braid. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damaged braid, and user deploying the braid in the vessel bend. The customer reported that vessel tortuosity was normal and the braid was not positioned in the vessel bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. The damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than two times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. In addition, the customer report of "resistance during delivery" was confirmed as the pipeline vantage and xt-27 catheter were damaged. From the damages seen on the catheter (accordioning), tip coil (kinking/stretching), braid (fraying), and hypotube (stretching), it appears there was a high force used. These damages may have occurred when the customer attempted to advance/retrieve the pipeline vantage through the catheter against resistance. However, the cause of resistance could not be determined. Possible resistance cause includes lack of continuous flush with heparinized saline during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.